Manufacturer narrative:
The device was received and inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Investigation of the download data found a small gap in the readings. The parsed data showed that nothing was recorded for 16 pulses during the operating time of the device. This did not affect the functionality of the device, as it was still delivering insulin during this period as can be seen by the data before and after this gap. The pcb assembly was inspected for any damages or manufacturing deficiencies that would result in partial data loss. The cause of the data loss could not be determined.

Event description:
It was reported the patient's blood glucose level reached 18 mmol/l (324 mg/dl). The pod was worn between 4 and 24 hours on the leg. Hyperglycemia treated by applying a new pod.